Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. Corrected information has been provided in d.4. And h.4. The system was examined and the reported event was replicated and confirmed. The host, printed circuit board (pcbs), and cabling were all replaced to resolve the issue. None were returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported events can be attributed to one or more of the nonconforming components found in the system. However, without returned samples, component level root cause cannot be determined conclusively. The customer did not return the laser probe for evaluation. The laser probe lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the laser portion of a vitrectomy procedure the laser probe power setting could not be increase to 480mw. The procedure time was lengthened as more shots were needed to bring about the desired effect. The was no patient harm. Additional information was requested and received.